Event description:
Blood was observed to leak through the vent port. It was early in the case, therefore, the decision was made to change out the oxygenator. The total blood loss, including the volume in the oxygenator, was around 400 cc. The pt is reported to be fine.